Event description:
The facility representative reported an infuso.r. Pump with a condition of "the bottom clamp is broken." It is unknown when this condition occurred. However, it is known to have occurred in the "anesthesia" department. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem of an infuso.r. Pump with malfunction of "the bottom clamp is broken" was not confirmed since the device wasn't sent in to service. Therefore, no repairs were made to correct the reported condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.